Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 393 mg/dl and the school nurse administered an insulin injection to address bg. As customer was not with contact at the time of the report, a pump system check with tandem technical support could not be performed to determine a possible cause of the elevated bg.